Event description:
An (B)(6), male, patient, underwent aaa repair on (B)(6) 2009. He had left cia aneurysm as well. The patient's anatomical form was suitable for the endovascular repair. Coil embolization was performed in left iia, and iliac leg was extended to eia. The procedure was conducted as labeled except for the process that supra renal stent was deployed in first. On (B)(6) 2011, when the patient went to another hospital, migration of the left iliac leg was confirmed. Then in (B)(6) (date unknown), (B)(6) confirmed the migration too during their follow-up though it was unknown how it occurred. Since blood flows into aneurysm, there were no blood clots confirmed. The follow-up also confirmed that there was no change in diameter of the aneurysm. Currently,the course of treatment is being discussed including whether introducing the patient to other hospital. There is a possibility that the aneurysm will be enlarged. Also, converter + femoral-femoral bypass is being considered as an additional treatment. No images will be provided. There has been no patient outcome reported.

Manufacturer narrative:
(B)(4) patient outcome was not provided by the reporter. (B)(4) migration is labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Initial repair performed (B)(4) 2009. By report, patient suitable for evar but did have aneurysmal common iliac artery. Follow up (B)(6) 2011 revealed device migration with perigraft blood flow. However, there was no change in the diameter of the aneurysm sac. Physician is evaluating the appropriate course of action, likely aorto-uni-iliac conversion. Cause of migration is unknown. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.